Event description:
It was reported that during preparation for a holep procedure the laser was not functioning, and the patient was present and sedated. The laser would not power up and there was no error showing. Tried troubleshooting the issue and was unsuccessful and the procedure was canceled. There was no patient complication this event is being reported for aborted/cancelled procedure with a patient under anesthesia.